Manufacturer narrative:
A company service rep checked system, including handpieces, and found them to meet performance specifications. Unable to duplicate performance problems reported.

Event description:
Reporter noted unit was not aspirating; occlusion bell kept going off in sculpt mode. Changed handpices; problem remained. Doctor was able to take care of tiny thermal contraction. Changed systems to finish case.